Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system on (B)(6) 2011. It was reported the patient was experiencing pain at the ipg pocket. Surgical intervention was undertaken to increase the implant depth of the ipg. No further issues have been reported.